Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. This is one of four products involved with this adverse event, which is associated with mfg report #: 1058196-2009-00183, 1058196-2009-00184, 1058196-2009-00185.

Event description:
Info was received via the study that during treatment of an unruptured wide necked right middle cerebral artery (mca) aneurysm, although the enterprise vrd was able to be deployed at the desired site, there was difficulty placing the enterprise vrd due to vessel tortuosity. It was also indicated that the pt had a subarachnoid hemorrhage likely due to intra-procedural vessel rupture. It is not known which device may have caused the event; it may be due to distal perforation with the microguide wire. The following day, the pt developed a left hemiparesis, seizures, confusion, and signs of intra-cranial hypertension requiring intubation and sedation. The pt received aspirin, heparin, and other antiplatelet medication pre and post procedure. The vessel was tortuous. The aneurysm neck measured 4.1 mm, sac height 4.9mm and width of 5.9mm. The vessel diameter in which the enterprise was implanted was 1.4mm distally and 2.5mm proximally. The instructions for use (IFU) specifies that the enterprise vrd is intended for use with embolic coils for the treatment of wide-neck, intracranial, vascular or fusiform aneurysms arising from a parent vessel with a diameter of greater than or equal to 2.5mm and less than or equal to 4mm. Usage other than the approved labeling may involve risk not described in the labeling. Attempts to place a noncordis neuroform stent were unsuccessful because of the marked curving of the vessel. Therefore, a noncordis xcelerator 14 exchange wire with more support was placed beyond the aneurysm neck, but this stiffer exchange wire still could not provide enough support to allow the passage of the neuroform stent. Then, a noncordis renegade hiflo catheter and the enterprise stent were successfully (with some difficulty) placed across the aneurysm neck. The compatibility of this microcatheter with the enterprise vrd has not been established. After successful placement of the enterprise, an echelon-10 passed through the stent mesh openings to allow placement of coils [trufill dcs orbit 3.5mm x 9cm mini complex fill (637mf3509/lot 13354468)], 2mm x 8cm helical fill (637hf0208/lot 13402453), 2mm x 2cm helical fill (637hf0202/lot 13459508)] within the aneurysm sac and complete aneurysm occlusion. A noncordis transend ex 14 guidewire was also used during the procedure. At the end of the procedure, a flat-panel CT was obtained which showed a large amount of subarachnoid blood. It was reported that the current condition of the pt is not known due to transfer to another hospital due to a non-neurological unrelated complication of mesenteric ischemia. The pt was intubated, sedated, with left hemiparesis.